Event description:
A 22g cannula was placed in the ante-cubital fossa of a middle aged man with fast af by a monitoring room nurse. He developed significant pain and immediate signs of ischemia in his arm after injection of amiodarone into the cannula.

Manufacturer narrative:
If a sample is received, an investigation will be completed and a follow-up report filed. (B) (4)